Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned subtroc lag screw hexdriver rod driver shaft confirms the threads on the device broken off. The broken piece was not returned with the device. The subtroc lag screw hexdriver rod was not returned as well. Only the driver shaft was returned for evaluation. The device shows signs of significant wear and use. The device was manufactured in 2018. A medical investigation was conducted and confirms per case details all the fragments were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the threads of inner capture for subtroc lag screw hexdriver rod snapped during excision of the nail, while using it inside the patient. All pieces were removed from the patient and the procedure continued using a backup device from smith and nephew, without surgical delay and no injury to patient.